Event description:
New information notes the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: investigation conclusions should have been "67 - no problem detected" instead of " 4307 - cause traced to component failure".

Manufacturer narrative:
A software investigation was completed. The reported event of an elective replacement indicator (eri) trigger not being received for a battery voltage below eri was confirmed. Based on the design of the eri trigger for this device, the battery voltage must be below the detection voltage for two consecutive days. At the time of the reported event, only one detection was noted.

Event description:
It was reported that the battery voltage in (B)(6) 2021 and (B)(6) 2021 was below the voltage needed to trigger the elective replacement indicator (eri) but no trigger for eri was seen. There were no patient consequences.